Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported having multiple issues during treatment. The cycler alarmed for a balloon valve leak and he had a large drain volume. During fill 1 the patient filled with 2,495 ml and then drained 7,591. Treatment was discontinued. The alarm history showed an air detected in the cassette alarm. When the cassette was removed fluid was found leaking from the cassette. The patient reported feeling a tingling sensation prior to the large drain. The patient had already contacted his nurse. The cassette was not made available for evaluation.. During follow up the patient's nurse reported the patient did not have an adverse event and did not require medical intervention..